Event description:
It was reported that a physician attempted arteriotomy closure of a right common femoral artery after a diagnostic catheterization procedure using a proglide device. Reportedly, the foot did not deploy. The device was removed from the patient anatomy and another proglide was successfully used to achieve hemostasis. There were no reported adverse patient sequela. The physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the location of the device is not available. During manufacturing, all proglide devices undergo multiple deployment related inspections, such as verification of actuator wire being properly bonded to foot, handle lever properly opens and closes to deploy and park the foot; and at final inspection the foot is inspected for damage, foot deployment and foot parking are verified again. A sample of devices from each lot is functionally deployed and destructively tested as part of lot release testing. No information was provided regarding user technique/anatomical conditions that may have affected the device performance. Based on the reported information and manufacturing inspection criteria, a definitive cause for the reported foot unable to deploy could not be determined. Review of the finished device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and revealed no similar incidents reported from this lot. Based on the investigation, there does not appear to be any indication of a product lot quality deficiency.